Event description:
Caller reported that a cartridge alarm 20 had occurred. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support decided to replace the pump, and the caller expressed interest in obtaining an out-of-warranty loaner pump.